Event description:
A site registered nurse (rn) reported that, while in a spine procedure the surgeon alleged being approximately 1 centimeter inaccurate following a fluoronav merge. The surgeon attempted to perform another fluoro merge using the same images, however, received the same results. The rn stated they would continue attempting to merge the images and discontinued trouble-shooting with the medtronic representative. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and age were not made available from the site. A medtronic representative, following-up at the site, reported the surgeon originally did fluoromerge and placed screws, however, the screws were inaccurate, according to the imaging system. After troubleshooting for a short while, the site switched out the reference frame and re-booted the navigation system because the frame kept intermittently flickering on the screen. The surgeon proceeded to place screws using only c-arm after that. Once the surgeon placed all the screws, it was decided to re-check navigation to determine if it was accurate or inaccurate, it was confirmed the navigation system was accurate. The surgeon did not have to re-register but used the registration already saved prior to re-booting. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. There was no inaccuracy with any instruments or frames. No parts have been returned to manufacturer for analysis. No further issues have been reported.